Manufacturer narrative:
Tested for dried pvp water. Outcome: there were no leakage at any of the catheters. No additional complaints with this lot number. Uti is a known complication associated with the use of urine catheterization and escherichia coli one of the most common uropathogens. Of interest is that the user associates twice a uti with the specific product, therefore we will be vigilant if similar cases are reported in the future.

Event description:
According to the information received, the patient used the sccf+ since 5 years ago and started using the scceve last year until the recall this spring. When the recall occurred she had a urinary tract infection (uti). During the recall and the backorders of the scceve, the patient went back to using the sccf+. Since 2 months ago she used the scceve again and now she had a serious uti again. The patient went to see the general practitioner on duty at the hospital thursday evening ((B)(6)) and received antibiotics: 2 x 250 mg ciprofloxacin a day for 7 days. The samples were received and the urine culture test showed that the bacteria that caused the uti was e-coli bacteria. The patient was not well now. No fever, but a burning feeling in the urethra during the whole day.